Event description:
It was reported that "patient presented in 2007 for followup. X-rays showed progressive though asymptomatic femoral osteolysis. Revision was performed fifteen days later. The femoral stem, acetabular liner, and femoral head neck component were revised. Patient discharged five days later.